Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2017 date of first implant procedure in left hepatic duct. The patient was treated for biliary obstruction due to cholangiocarcinoma with placement of a zib6- ? -8.0-60. No adverse events related to the procedure. Patient received chemotherapy on (B)(6) 2017. Re-current biliary obstructions (B)(6) 2017. Due to tissue or tumor ingrowth. Patient presented with abdominal pain, nausea and vomiting. Intervention performed 167 days post procedure. Treatment endoscopic intervention stent removed and 2 new study stents placed with antibiotics. The site determined the event to not be related to the study device or procedure, related to progression of cancer. Neoplasm progression on (B)(6) 2018. At 301 days post procedure. No treatment. The site determined the event to not be related to the study device or procedure, related to progression of cancer. Patient death (B)(6) 2018. Due to primary disease progression. The reintervention was noted to be successful. On (B)(6) 2018, the patient died. The cause of death was primary disease progression.

Event description:
A supplemental report is being submitted due to completion of the investigation on 09-dec-2024.

Manufacturer narrative:
PMA/510(k)#: k182980 device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the pmcf study. Through the investigation it was determined that an additional pr was not required to be opened for the removal of the first implanted stent. Manufacturing records prior to distribution, all zib6 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists stent occlusion as a potential adverse event that can occur. There is no evidence to suggest the user did not follow the IFU. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause can be attributed to patient pre-existing conditions and/or known adverse effects. From the study it is known that the patient had cholangiocarcinoma (bile duct cancer). As per medical advisor input recurrent biliary obstruction (stent occlusions) along with the with abdominal pain, nausea and vomiting was attributed to cholangiocarcinoma (bile duct cancer). As previously noted, stent occlusion, pain, vomiting and nausea are listed as potential adverse events. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the treatment applied was endoscopic intervention stent removed and 2 new study stents placed with antibiotics. On 18-jan-2018, the patient died. Clinical input received stated that the device did not cause or contribute to the patient death but would have been due to primary disease progression. Complaints of this nature will continue to be monitored for similar events.